Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical device: 429688 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high impedance and no capture at maximum outputs. It was suspected that the lead fractured during a prior surgery. The lead was programmed off and later capped. It was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.